Event description:
During holap procedure, physician reported, that the tip of the duotome fiber blew off. The tip of the fiber was then flushed out with saline. The turp case was completed with another duotome fiber.

Manufacturer narrative:
Device is requested for evaluation. A follow up MDR will be filed when the device is returned for failure root cause.